Manufacturer narrative:
On (B)(6) 2022, the mentor analysis lab received the medical device for evaluation. On (B)(6) 2022, mentor became aware through the mentor complaints slip information sheet that the patient had the explantation performed on (B)(6) 2021. An evaluation was completed on (B)(6) 2022. According to the information received, the patient experienced a rupture in the breast implant. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced a spontaneous rupture to the left breast prosthesis which was diagnosed utilizing computer tomography scanning by a healthcare professional. As a result, the patient underwent removal and replacement with mentor gel implants on (B)(6) 2021.